Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient's status was good post procedure.